Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had a broken button. It was indicated that the case was damaged, wires were pinched, and encoder switch was contaminated. It was also indicated that a knob was missing and contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken button. The epg was returned for service. There was no patient involvement.